Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 47 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Shortly after removing the pump, at the conclusion of support, the patient was noted to have limb ischemia. A thrombus was identified in the vascular system that prompted intervention to remove via fogarty catheter.